Event description:
The intra-medulaire rod is broken during surgery. Xrays received showing still in patient.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
Examination of the returned device and patient x-rays by depuy materials science confirmed the report. The device has fractured and the distal portion remained in the patient's femur. Hardness testing gave an average value of 46 rc which agrees with typical hardness values for the h900 condition of 17-4 ph stainless steel. The non-fractured surfaces at the bottom further demonstrates that the fracture occurred near the edge of the aforementioned machined slot in the im rod. Sem examination revealed a fracture initiation site that is shown in figure 4. No fatigue striations were observed with sem examination. Ductile dimpling was seen near the fracture origin. The majority of the fracture surface exhibited both ductile dimples and cleavage features indicating a quasi-cleavage, mixed-mode ductile and brittle fracture that would be expected for custom 450 stainless steel in a hardened condition. On the basis of these observations it appears the fracture of specialist im rod occurred near the edge of a machined slot in the rod as a result of mechanical overstress from a single overloading event. No material defects were observed in the im rod that could have contributed to fracture initiation and/or propagation to failure. It is known a trend exists for this issue through database trending. A medical device correction notice was distributed on (B)(4) 2013 for specific lots of the 966120 product code. The notice indicated that depuy has identified the potential for the sp2 im rod to fail due to fatigue when excess leverage is applied at the tip. Several surgical techniques were updated and technical points were emphasized that may further reduce the incidence of tip fracture in the communication. The root cause is attributed to wear out rather than design. Monitor through trend analysis.